Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Additionally, the fse detected blood in the pneumatic module assembly. To fix the issue, the fse replaced the pneumatic module assembly and proceeded to perform full calibration, functional testing, and safety checks to meet and pass to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not auto fill. There was no patient involvement, and there was no adverse event reported.